Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure, after deploying an unspecified xience xpedition stent in a heavily calcified, de novo, 90% stenosed lesion in the non-tortuous proximal left anterior descending (lad) coronary artery, a 4.0x12 nc trek rx balloon dilatation catheter (bdc) was unpackaged without issue and was prepped outside of patient anatomy using a 60/40 contrast mix, in preparation to post-dilate the xience xpedition stent. The 4.0x12 nc trek rx bdc was then advanced to the stent without resistance and the balloon was inflated once to 18 atmospheres. When attempting to deflate the balloon, it would not deflate. After multiple deflation attempts, the balloon was ultimately able to be completely deflated by pulling negative pressure for up to one minute. The nc trek rx bdc was withdrawn from the anatomy without resistance. An unspecified device was used to complete the procedure. There were no adverse patient effects, no report of a clinically significant delay, no interaction between device, and no other device or other procedural issues. No additional information was provided.